Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue that the device was contaminated with sieve material. There was evidence that, on the invacare perfect o2 v oxygen concentrator in question, sieve material had migrated out of the top of the left sieve bed and into the tubing that goes towards the product tank. There was sieve material both inside and outside of the tubing, and some of it exhibited dark discoloration. This dark discoloration, in conjunction with the deformed plastic on the control panel and the dark mark on the inside of the shroud, suggested that the device may have experienced some excess heat. Furthermore, it was noted that there were several 8" blue tie-wraps missing, a hose clamp missing, and two loose hose clamps present. All of which suggested that the concentrator may have undergone maintenance activities prior to its return. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Concentrator has dusted sieve beds, saturated with sieve dust. Unit contaminated , sieve dust material all over inside unit . Looks like burn, heat spots on the inside plastics and tubing and one restrictor. Concentrated near the product tank.